Event description:
It was reported the patient received ten inappropriate shocks due to an apparent lead fracture, oversensing, and noise. A remote monitor transmission showed that the lead integrity alert was triggered for a lead impedance greater than 2500 ohms, non-sustained tachycardia episodes, and an elevated short interval count. It was also reported that the patient had an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.